Event description:
Customer alleged on 24 oct 2023 from us that she has been having troubleshooting issues with her elvie pump and that has caused a decrease in her milk supply. Customer has not yet mentioned if she required medical treatment or not.

Manufacturer narrative:
The device was not returned and therefore we can not confirm that the device was the cause of their decrease in milk supply.